Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge message during the load process. Troubleshooting with tandem technical support was performed. There were no alerts or alarms present in the pumps history. Reportedly, customer was able to successfully load a cartridge onto the pump. Customer's blood glucose level was not impacted.